Event description:
Customer purchased and used the (B)(6) brand hot/cold patch with item # (B)(4). The customer alleges the product "badly burned her skin". This resulted in a burn to unknown area of her skin.